Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a sudden return of symptoms about 2 weeks after they had an MRI, which was in the beginning of (B)(6) 2017. They confirmed that they turned their device off during the MRI, and that therapy was on at the time of their call. They noted that they had been having some accidents and stated that they may have been on the wrong program or maybe just needed to increase amplitude. It was reviewed that amplitude may need to be adjusted over time. The patient was going to try increasing amplitude and noted that they would contact their healthcare provider if their symptoms were not resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they talked to their nurse over the phone regarding the stimulation, and the nurse recommended trying to increase stimulation on their own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.